Event description:
Upon deployment of a 6f angio-seal sts plus, the sheath assembly became stuck in the patient's groin. The angio-seal suture was cut between the sheath and the device cap and the proximal portion of the device assembly was removed from the patient; however the distal portion of the carrier tube remained in the patient. A surgical cut down of 5cm allowed the subcutaneous puncture track to be exposed. The angio-seal was confirmed to be placed properly achieving hemostasis. The angio-seal suture was cut below the skin level and the remaining carrier tube was removed. The collagen and anchor remained implanted. The incision site was closed and the procedure was completed.

Manufacturer narrative:
Additional information: the results of the investigation concluded the hemostasis sheath tube, carrier tube, and suture had been severed within deployment sleeves, as reported. The device was then disassembled and the suture was properly positioned with no evidence that it had been tangled, knotted, or restrained. The suture was grasped and extracted with no anomalies noted. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by the device history record and the analysis performed. The cause of the reported event remains unknown. The angio-seal device instructions for use states that the user should not proceed with deployment until certain that the anchor has been properly deployed. If the anchor is improperly deployed, the angio-seal device will not function.

Manufacturer narrative:
(B)(4).